Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that inflation issue occurred. Vascular access was obtained via right femoral artery. The 95% stenosed , 36mm x 3.0 mm, concentric target lesion was located in the mildy tortuous and non-calcified proximal left anterior descending (lad) artery. After predilation was performed with a 2.0 x 8mm non-bsc balloon catheter, a 38 x 3.00mm taxus¿ liberté¿ long stent was advanced to treat the lesion. While positioning the stent for deployment, it was noted that the balloon inside the stent was unable to inflate even after several inflations were attempted. The device was removed and exchanged with a 3.0 x 38 mm non-bsc stent followed by post-dilation with a 3.0 x 12 mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged at the distal end. The balloon cones profiles were reviewed and found that the proximal cone appeared to have been partially inflated. The balloon was then successfully inflated to nominal pressure and subsequently to rated burst pressure with a satisfactory performance of the balloon. Full and stable balloon inflation was observed during the examination. The crimped stent fully expanded on the balloon with the exception of the distal end that was moved distally out over the distal cone profile. Failure to fully expand this section is expected due to the initial movement that was observed to the stent. The balloon was then deflated with the deflation time within the specified performance time. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile. There was no evidence to suggest that the lumen had any blockages that could have compromised the performance of the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).